Manufacturer narrative:
Correction: this report is being submitted to correct h9. Upon further review, it was determined that the report was incorrectly associated with a recall. This information was entered in error, and with current information the event is not associated with any recall.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax) upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 56-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), impella running at p-5 with flows at 2.1 liters per minute. Distal limb ischemia identified by loss of pulses on impella insertion side and device subsequently removed. It is unknown if limb ischemia resolved as a result of device removal. After 18 hours of support, the patient expired from a brain bleed. It was noted that sodium bicarbonate was in the purge solution. The impella is being conservatively reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient in cardiac arrest prior to the impella placement, in acute myocardial infarction and cardiogenic shock, complicated by stage e shock.

Event description:
Updated clinical narrative: additional information received from the abiomed representative indicated that the ischemia occurred during insertion of the introducer. Prior narrative: an impella cp device was inserted into the right femoral artery in a 56-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), impella running at p-5 with flows at 2.1 liters per minute. Distal limb ischemia identified by loss of pulses on impella insertion side and device subsequently removed. It is unknown if limb ischemia resolved as a result of device removal. After 18 hours of support, the patient expired from a brain bleed. It was noted that sodium bicarbonate was in the purge solution. The impella is being conservatively reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient in cardiac arrest prior to the impella placement, in acute myocardial infarction and cardiogenic shock, complicated by stage e shock.

Manufacturer narrative:
Updated information: b5 updated clinical narrative to include additional information that states the ischemia reported was not related to the pump. H6 clinical code removed e0509.

Event description:
Additional information received indicates that limb ischemia was noted prior to introducer insertion.

Manufacturer narrative:
Corrected information was provided in b2 (is required intervention). Upon review, it was identified that it was inadvertently omitted from the initial report. Updated information was provided in b5 (event description) based on the new information received. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.